Manufacturer narrative:
(B)(4). The pump has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.

Event description:
During a routine pump replacement for eol (end of life), the physician discovered that the patient's catheter was "clogged". It was suspected that the catheter might have been clogged or was clogging from two years ago. The patient no longer had headaches and his spasms (especially in his right leg) were relieved. The medications being delivered via the device were lioresal and fentanyl.